Event description:
It was reported that the patient was hospitalized and a left heart catheterization was performed and the cardiomems sensor pressures were checked during the procedure. The sensor was recalibrated and the baseline was decreased by (B)(4) mmhg. The sensor waveform appeared dampened in comparison to the waveform from the right heart catheter the sensor was previously identified as transmitting dampened waveforms which was reported under MDR-(B)(4)/3004936110-2022-00211. The reason for hospitalization has not yet been confirmed.

Event description:
It was reported that the patient's admission and primary indication for the rhc were due to decreased ejection fraction and chest pain, neither of which were related to cardiomems.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.